Manufacturer narrative:
Attempts for the return of the product have been made. As of the date of this report, the device has not been received by masimo to allow for an analysis to be performed. If new info is obtained, a follow-up report will be submitted.

Event description:
It was reported that the device is giving a reading two to three points higher compared to a blood draw. It is unk if there was any impact or consequence to the pt.